Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported inability to remove the lock line was confirmed via returned device analysis. In this case, it is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. Based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the failure to remove the lock line, which has the potential to cause a portion of the lock line to be left in the anatomy and may cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During use with the clip delivery system (cds), the lock line was retracted, but after 20 cm was removed, resistance was met and line could not be removed. The other end was already inside the cds; therefore, the clip was not deployed and the cds (containing the lock line) was removed. A new cds was used to continue the procedure. Two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.